Event description:
A patient reported that his stimulator quit working and he thought it was the battery but it was not. The patient stated the spinal cord stimulator (scs) was not doing anything and the patient was hurting and had pain. The patient stated when he tried starting a charge session he just sees the reposition antenna screen. When he tried checking the device with the patient programmer it was showing poor communication screen. The potential for overdischarge was reviewed, but given the timeframe that the patient provided, overdischarge was unlikely. The patient was redirected to this healthcare provider. The indication for implant was spinal pain.